Manufacturer narrative:
Serial # = (B)(4). Investigation into the hardware issue found the r2 pipettor cable raceway can begin to crack after prolonged use. Abbott has released a durable chain to replace the raceway, which will alleviate the potential for premature failure. Additionally, abbott is releasing alinity s system software version (B)(4) to correct the performance issues in software version (B)(4) and earlier. A product correction letter was sent to all customers with alinity s systems notifying them of the issues in software versions (B)(4) and earlier as well as the hardware improvement needed related to the reagent 2 (r2) pipettor cable raceway. The product correction letter informs the customer that an abbott representative will schedule a mandatory hardware upgrade to replace the r2 pipettor cable raceway and a mandatory upgrade of their alinity s system software version (B)(4). The letter also provides the customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
Abbott laboratories has identified potential performance issues for the alinity s system software versions (B)(4) and earlier, some of these issues may have the potential to impact patient results. Additionally, abbott has also identified the need for a hardware improvement related to the reagent 2 (r2) pipettor cable raceway, at which the failure of the r2 pipettor cable raceway during instrument operation can cause a collision between sample carries and result in splashing. This could lead to a potential biohazardous exposure and the potential for incorrect test results.